Event description:
The user's hearing performance with the device was affected. The user hit the back of his head on a trampoline. At the time of the trampoline incident, the recipient was not wearing his processors and is not sure if the disruption of sound occurred before or after the head hit on the trampoline. The user reports that the hit was to the back of the head, not on the implant side. The user was re-implanted.